Event description:
It was reported an infection occurred. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: c4tr01 implantable pulse generator (ipg): implanted (B)(6) 2012. 5076 implantable pacing lead: implanted (B)(6) 2012. 5076 implantable pacing lead: implanted (B)(6) 2012.